Event description:
It was reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the patient¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.